Event description:
Customer reported she was hospitalized twice due to high blood glucose. Customer reported the highs were not related to the insulin pump. Highs are due to gastroparesis. First visit was due to a turkey sandwich and the second was due to ingesting an apple. Customer stated her endocrinologist came in both incidents to investigate if the device was functioning, and it was. Customer's blood glucose was not provided. Customer declined being transferred for troubleshooting assistance. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.